Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, arm pain, palpitations, night flashes, frequent urination, anxiety, and panic attacks.

Event description:
Patient reported a right side event's of ¿my right breast implant ruptured", "severe pain in my right arm/shoulder", "insomnia¿, night heat flashes¿, ¿frequent urination¿, ¿dry eyes¿, ¿heart palpitations", "anxiety¿, and ¿panic attacks¿. Patient also reported events deemed not related to the device as ¿brain fog¿, ¿weight gain¿, ¿hair loss¿, ¿dry skin¿, ¿extreme fatigue¿,¿shortness of breath", "joint pain¿, ¿swollen and puffy¿, ¿bells palsy¿,¿2 cysts¿. Device remains implanted.